Event description:
Related manufacturer reference number: 2017865-2023-39004. It was reported that the patient's implantable cardioverter defibrillator and atrial lead exhibited noise over-sensing resulting in inappropriate mode switch. No intervention was performed. The patient was stable.